Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported an incident of perforation of a patient's esophagus. Per additional information provided on 12dec2024, there was slight resistance to tube insertion via right nostril. The tube was removed and installed via left nostril with catheter lubrication beforehand. No resistance was encountered. There was no fluid backflow and the baby was obviously uncomfortable. An x-ray was carried out as a precaution. Pneumothorax found fortuitously on this radiological image. There was no prior respiratory distress or increased oxygen requirements. This all happened with an experienced nurse who has a lot of experience with their clients. The tube was inserted on (B)(6) 2024 and the perforation was detected the same day via x-ray. The patient was crying and showing signs of discomfort/pain. A chest tube was installed and the patient fasted for 13 days as a result of the perforation so intravenous hyperfeeding was necessary. Regarding the current status of the patient, evolution appears normal depending on his condition as a premature baby.

Manufacturer narrative:
The device history record (DHR) could not be reviewed as no lot information was provided within the complaint. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There were no samples returned for evaluation; therefore, the involved device could not be evaluated. As such, a root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.